Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material return, disposed.

Event description:
It was reported the patient received too many high blood glucose results, based on which the patient injected too much insulin, suffered from hypoglycemia as a consequence, and was hospitalized. At 05:00 pm and after meal he received a value of 178 mg/dl. He injected 3 units insulin, 2 for the meal, 1 due to the high value. At 08:30 pm a second test result was 177 mg/dl, 1 unit injected, at 09:30 pm he received a result of 175 mg/dl, 1 unit injected. At 10:30 pm the result was 170 mg/dl, 1 unit injected. At 11:00 pm the test result was 180 mg/dl, at 11:10 pm 190 mg/dl, at 11:20 pm 229 mg/dl, and at 11:24 pm 200 mg/dl. An ambulance was called and the customer was brought to the hospital at 11:45 pm. The patient was treated with saline solution and glucose. At 03:00 am, he left the hospital.